Manufacturer narrative:
.

Event description:
It was reported that during a cryoablation procedure, the phrenic nerve (pn) motion was weakened. A double stop was performed and fluoroscopy images confirmed that the pn moved upwards and did not move. The procedure was switched to radiofrequency (rf) and was completed using rf. It was further noted that the patient's pn did not recover prior to leaving the operating room. Additional information received indicated that the patient had no subjective symptoms and there was no prolonged hospitalization for treatment; however, the patient was discharged while the pn was "a bit up". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Data files did not show any issues on the date of the procedure. A clinical issue (phrenic nerve palsy) was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.